Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The 30-degree endoscope plus was analyzed and the endoscope was placed through friction test using a screening aid the manually rotates the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional unrelated observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. Further, the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The probable root cause of the binding issue is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus was reading opposite. A backup endoscope was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the image was not inverted and the blurry image was not able to clear up. The endoscope did move freely with uncontrolled motion. The reported event did not involve a reversed control of system arms. The surgeon confirmed the desired orientation when the endoscope was installed. No damage was observed on the endoscope. The site replaced the endoscope to resolve the reported issue. It was confirmed that there was no patient harm. The endoscope is available for return to isi for evaluation.

Manufacturer narrative:
The endoscope involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.